Event description:
Patient reported trouble using the 9mm neria guard. Patient stated it does not feel like it goes in straight and does not come out straight. Patient said it is painful to the point that he had to pull out the canula at 3 a.m. The other day. He is having trouble being consistent with the vyalev dosing with these issues. Patient requested to try the 6mm size, as he wonders if the 9mm is too long. Cvs is shipping 6mm neria guard to patient. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Vyalev dose: administer the contents of up to 2 vials under the skin for up to 24 hours each day. Continuous dose: 0.73ml/hr, extra dose: 0.2ml. Diagnosis for use: parkinson's disease with dyskinesia, wit.